Event description:
It was reported the patient underwent a left hip revision approximately 11 years and 7 months post implantation due to elevated metal ion levels and a large acetabular osteolytic defect. Only the head was revised. No further event information available at the time of this report.

Manufacturer narrative:
(b)(4).G2: Foreign - Event occurred in Italy.Attempts have been made to gather all product identification information, and no further information has been provided.The reported event could not be confirmed due to lack of product and information.No product was returned or pictures provided; visual and dimensional evaluations could not be performed.Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: An initial left THA was performed. The patient reported pain in the left leg and Range Of Motion limitations. A later visit identified a large osteolytic area and an increase in metal ions. A revision occurred, where the head was revised and the cyst drained.The Device History Record was not reviewed due to missing part and lot identification.A definitive root cause cannot be determined.If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.